Manufacturer narrative:
It was reported that the patient underwent lavh on (B)(6) 2009 concurrently with bso, enterocele repair, lysis of adhesions and fulguration of endometriosis in the posterior cul-de-sac due to increasing pelvic pain, dysmenorrhea, dyspareunia consistent with the patient¿s history of endometriosis and endometriosis with adhesions involving the ovaries, tubes and uterus. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to enterocele. It was also reported that following insertion the patient experienced pain increasing, painful intercourse and emotional damages. It was further reported that patient underwent hysterectomy in 2008. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 07/28/2017 additional information: additional narrative: it was reported that following insertion the patient experienced bleeding and urinary frequency.